Event description:
It was reported that post a coronary drug eluting stent treatment procedure, thrombosis occurred. The patient had a taxus express2 3.0x16mm drug eluting stent placed in the distal right coronary artery (rca). The patient was taken off of plavix ten months later and the next month a thrombosis occurred. Ivus confirmed the stent was under-expanded. The thrombosis was treated with a 3.5x15mm quantum maverick balloon with good result. No additional patient complications were reported. Patient status post procedure is noted as "ok". Additional information regarding this event has been requested, but not received.

Manufacturer narrative:
As no device was received for analysis it is not possible to perform any inspections on the device. The exact cause of the complaint could not be determined, therefore the most probable root cause will be documented as anticipated procedural complication, due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.